Event description:
A customer contacted beckman coulter regarding false low and false high platelet (plt) results that were generated by the coulter ac t 5diff autoloader hematology analyzer. Patient a: the initial plt result of 60 x 10 to the 3rd power cells/ul was printed with an "l", operator defined flag. (L-result is below the patient limit set by your laboratory and may generate an interpretive message on the printout). The original sample was retested and the repeated plt result was 393 x 10 to the 3rd power cells/ul. Based on available information, plt aggregates were seen on a microscopic slide, but there were no instrument generated messages indicating plt aggregates. Patient b: the initial plt result was 650 x 10 to the 3rd power cells/ul and 434 x 10 to the 3rd power cells/ul upon repeat. Both results were printed with an "h", operator defined flag. The erroneous results were not reported out of the lab, and there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Pre-analytical sample handling and system information was not provided. Customer reruns patient samples and/or reviews manual smears when plt results are outside the patient limits set by the lab. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.